Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had eroded through the skin and was exposed. It was noted that the patient was thin, the device was large for the patient and due to dementia the patient may have been touching the pocket. The crtd was downgraded to a cardiac resynchronization therapy pacemaker (crt-p), the implant site was changed to the right side and the left side pocket was debrided. The right ventricular (rv) lead on the left side was capped and a new rv lead was implanted. The right atrial (ra) and left ventricular (lv) leads were transferred by creating a subcutaneous tunnel from the left side to the right side. The device and rv lead was explanted and replaced. The ra and lv leads remain in use. No further patient complications have been reported as a result of this event.